Manufacturer narrative:
Continuation of d10: product ID 37714, lot#, serial# (B)(6), implanted: (B)(6) 2016 explanted: product type implantable neurostim ulator product ID 3777-45, lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2007explanted: product type lead product ID 3777-45 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-jul-11, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported patient getting oor on the patient programmer (pp) on the right side, today. Impedance check showed electrodes 2,3,8,10 at greater than 10k ohms. Connectivity showed red on 2,3,8,9,10 and 11.patient programmed on electrodes 0,3,5,7 for prog#1, and 9,11,13,15 on prog#2. Rep to test impedance in different body positions to make sure she will not use any electrode with impedance issues for programming. The reason rep met with patient was patient got oor on the pp, on the left implant yesterday, but when rep connected she got message to update patient information, which is normal if implant has not been interrogated by tablet in the past. Rep didn't see any issue with the left implant. Technical services (ts) told rep that the left side therapy issue may just be hidden, ts recommend testing impedance in different body positions to confirm which electrode is good or bad. Patient mentioned that during implant replacement in 2016, there were 2 electrodes that were out and hcp has been checking impedance every 6 months. Last impedance check 6 months ago didn't show any new issue. No report of any fall/trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On 2023-oct-06, additional information was received from the manufacturer representative (rep) reporting that the patient had progra mming on electrodes that were out. The patient programs were moved off of those electrodes that were out. The oor was cleared and the patient asked their doctor if the leads could be revised. However, they did not recommend revising the leads especially since the leads were being used off label for peripheral stimulation. The patient was getting relief with the programs now. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.